Event description:
It was reported that far r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The issue was resolved. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.